Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter (B)(4) technical service center, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was treated with reflin, and tobramycin. It was unknown if the patient recovered from the event. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, further information was provided by a baxter employed health professional. Adverse event information and lab details were added or revised. The cause of peritonitis was unknown. On an unreported date, the patient recovered from the peritonitis. No additional information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.